Event description:
Hematoma secondary to coagulopathy from hepatitis c, wound dehiscence secondary to hematoma and then exposure of device. Defibrillator explant, atrial and ventricular lead extraction.